Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. It was reported that the hemostatic valve of the sheath was faulty. The device was replaced, and the procedure was completed without patient complications. The device ia not expected to be returned as was disposed.